Event description:
It was reported that during a lap total prostatectomy, the blade was broken when the device was used for shaving bones. The fragment fell into the abdominal cavity, but it was removed. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep explained to the doctor that it was a contraindication to use the device for bones. The doctor commented that s/he had used the device for bones with knowledge of a contraindication and did not complain about the event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) and broken off the instrument. It broken portion of the blade was returned with the instrument. The device was functionally tested with a generator. During functional testing on the generator an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal, plastic or bone during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.